Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During the evaluation of the explanted product, one of the screws was found to have the locking threads stripped. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the had plates and screws implanted for sternal closure. Two screws backed out, and a revision surgery was performed on (B)(6) 2011 to remove the screws in question.